Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot c1992428 was returned to cirl. With the information provided, a document-based investigation was conducted. File related to pr 391454 (emdr ref.-3001845648-2023-00237). Lab evaluation: lab evaluation date: 13 april 2023. Visual inspection: stent, pigtail straightener and introducer returned. Damage noted on the 2nd porthole of the non tapered end. Kink noted on 4th port hole of the non tapered end. Functional inspection: 0.035" wire guide does not pass the kinks. Document review: prior to distribution all zebd-7-10 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-10 of lot number c1992428 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1992428. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1992428. To ensure conformity of all batch release products, pack qc procedures verify that the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required. Labelling qc procedures as per this document also verify that the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a incompatible wire guide with the device. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error attributed to the use of a incompatible wire guide with the device. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Complaint confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the lab evaluation 13-apr-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
After removing choledocholith, biliary stent was attempted to place for the left biliary sludge at distal bile duct. The user observed that the lateral groove of the pigtail of zebd-7-10 was kinked when he straightened the pigtail with the straightener and passed over the wire guide (olympus/visiglide 0.025 inch) (pr 390021). He completed the procedure with new equivalent device (unknown lot#) (pr 391454). Patient outcome: no health hazard. Patient/event info: notes : user's comment: no problem with the use of this device since I am accustomed to using it on a regular basis. [Additional information]: for all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact pls refer patient/event info tab. 2 what was the target location for the stent? Pls refer patient/event info tab. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically at the shelf. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/visiglide 0.025inch. 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Pls refer patient/event info tab. 12 did the patient require any additional procedures as a result of this event? Unknown. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? 6 was resistance encountered when advancing the wire guide to the target location? 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? 12 was resistance encountered when advancing the stent through the obstructed area? 13 after placement, was stent position verified? 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? Unknown. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.